Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147541.

Event description:
It was reported that the patient's left ventricular lead exhibited high capture threshold. Patient condition was unknown.